Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uk34, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she had a return of symptoms. The patient increased stim to 8.3v but was not able to feel stimulation. The doctor told her that it was ok to change programs. Therapy was on and the situation was resolved. There was no medical procedure/ emi related to this issue. The patient had an EKG done 2 months prior to the report but nothing current. There was also no trauma or fall not related to the issue. The patient verified that stim was on, per the programmer, she was on program 1 at 3.4v. The patient noted she was going to the bathroom more than normal. A sudden change in therapy/ symptoms was noted. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.